Manufacturer narrative:
(B) (4). (B) (4). Results: crimp. Evaluation summary: the analysis results of the er320 found that it was received with the crimp non-conforming; therefore the shrouds were misassembled causing firing issues and malformed clips; thus confirming the reported event. The shrouds were assembled correctly, the device was cycled and eight clips were fed conforming. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and a clip would not feed and then when they made sure the clip fed, the device's staple would be closed distally and not proximally (tear shape). The case was completed using this device. There was no adverse consequence to the patient.